Event description:
It was reported that there was a progressive failure of 9 channels since 2001. After some months of observation and following telemetry measurements, it was decided to exchange the implant.